Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant medical products: pn# 00811401218 ln# 62814024 femoral stem; pn# 00875305001 ln# 62945592 shell with cluster holes.

Event description:
Patient¿s right hip was revised approximately one month post-implantation due to dislocation. During the procedure, the femoral head and acetabular liner were removed and replaced. No further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found to the reported event. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient¿s right hip was revised approximately one month post-implantation due to dislocation and subluxation. During the procedure, the femoral head and acetabular liner were removed and replaced. No further information has been provided.